Manufacturer narrative:
Patient gender, age, initial, and weight were requested but not provided. Device serial number was requested but not provided. Voluntary mw number mw5109671 was received on 03jun2022. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
User facility medwatch received that states that the patient presented with low flow alarms and was admitted to cardiothoracic intensive care unit. The patient was started on inotropes and subsequently taken to the operating room for a heartmate ii to heartmate 3 pump exchange for suspected ventricular assist device inflow occlusion/thrombus.

Manufacturer narrative:
Correction: it was previously reported that the event was a duplicate. However, there is not enough information to confirm that the event is related to MFR #2916596-2022-00782. As such, sections a, b7, d4, and h4 should have been redacted. Patient and device information were requested but not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. No product or photos were received for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR #2916596-2022-00782 - this event was inadvertently reported twice. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Heartmate ii lvas, serial number (B)(6), was explanted, but the account communicated that (B)(6) would not be returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombus as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, addresses assessing pump flow, and outlines indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.